Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Media inspection of an image provided by the customer showed no evidence of the reported problem.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure and while the device was inside the patient, the imaging window detached near the lapjoint section. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.